Event description:
Clinical notification received for revision to address pain. Date of implantation: (B)(6) 2020, date of revision: (B)(6) 2021, (right knee). Treatment: revision of the tibial insert, tibial tray, femoral component, and depuy cement product. The patella component was retained.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6a, h6 (medical device problem code).

Event description:
On (B)(6) 2021, the patient had a revision right total knee arthroplasty to address failed right total knee. The patient was noted to have a history of dvt and chronic right knee pain. He had a previous right total knee arthroplasty 3/03/2020. Indications for surgery included pain, discomfort, radiographic evidence of migration of the tibial tray, and significant osteopenia. Depuy components were used during this procedure. During the procedure, the surgeon reported finding no signs of infection. There was moderate amount of scar tissue. The femur was well fixed, the cementless tibial component was loose, it was easily extracted, as there was a fibrous tissue along the tibial implant and fibrous tissue on the tibia. The tibia had drifted into some varus. The knee was noted to have drifted into varus deformity and the medial side was contracted. Medical records from 12/10/2021 noted that the patient had some discomfort on the lateral aspect of the knee, iliotibial band tendinitis, right leg. Physical therapy was prescribed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. After xray evidence review, reported condition is not confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.